Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. The patient experienced a cardiac arrest with resuscitation and prolonged hospitalization.

Event description:
It was reported the device experienced a low audible alarm and communication transmission problem during an infusion of an unspecified medication. The patient experienced a cardiac arrest with resuscitation and prolonged hospitalization. Analysis of the device was performed by a third party biomed and cause was not established with no findings available. No other information will be provided by the customer.